Manufacturer narrative:
(B)(4). Date sent: 12/6/2022. Investigation summary; the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a nephrectomy case, 20 minutes into case after abdominal access, nurse opened harh36 for lap use. Set up was done as per odp and device was ready for use. Upon insertion into trocar and into abdominal cavity, tissue pad completely dislocated from the jaw and dropped into abdomen. Gen11 prompted error message of replace instrument. At this point there had not been any activation of energy. Dr stopped use, closed jaws and removed the harh36 from patient to pass to scrub nurse. After which the tissue pad was removed from the abdomen with grasper. There were no patient consequences.

Manufacturer narrative:
(B)(4). Event year only reported: 2022. Batch #: x94v5v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted for evaluation. Images (whatsapp image 2022-10-19 at 3.31.38 pm (1).jpeg and attachment whatsapp image 2022-10-19 at 3.31.38 pm (2).jpeg): the images provided by the customer are that of the distal jaw of what appears to be a harh instrument. A closer look at the clamp arm interface shows the tissue pad detached. Image (whatsapp image (B)(6) 2022 at 3.31.38 pm.jpeg): the image provided by the customer is that of the distal jaw of what appears to be a harh instrument. A closer look at the clamp arm interface shows the tissue pad detached. The detached tissue pad was beside the device. Image (whatsapp image (B)(6) 2022 at 3.02.11 pm.jpeg): the image provided by the customer shows the tissue pad detached inside the patient. Image (whatsapp image (B)(6) 2022 at 2.56.21 pm.jpeg): the image provided by the customer shows a packaging tyvek. The lot can be seen as x94v5v. It is possible that the pad tip made contact with something that could have detached it. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.